Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported that a hair was found inside the material in the sealed and sterile factory packaging.